Event description:
King system, universal transport kit. It's tubing that is used to connect oxygen to a pt during a transport. The connector on the end is occluded and oxygen will not get through to a pt. The anesthesiologist tested the tubing, when it was connected before using it for a pt and realized that there was no oxygen flow. The problem was limited to one lot number.